Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited inappropriate automatic mode switch (ams) episode due to potential far r wave oversensing. Programming changes will be made. Patient was asymptomatic.